Manufacturer narrative:
G4: 06may2020. B4: 08may2020. The replaced power supply was returned for failure analysis. It was determined that the direct current (dc) output on the power supply failed due to an electrical short. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/18/2019.

Event description:
The customer reported that the ventilator could not be turned on and there was no indication of battery charging or ac (alternate current) power during performance verification testing. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed that it could only run on battery while connected to ac power, and identified that there was no voltage reading from the power supply. The fse replaced the power supply and the problem was resolved.